Event description:
It was reported the customer was receiving no delivery alarms. The customer's mother declined to troubleshoot for the no delivery alarms. The mother stated she had attempted to change the infusion set several times over the last few weeks, but alarm was not resolved. The customer's blood glucose was 230 mg/dl. Customer had treated their blood glucose with a manual injection. The mother also requested to have the customer's insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.